Event description:
The user facility reported via vigilance report that an insect was found inside of etrap polyp trap packaging when opened. No report of injury.

Manufacturer narrative:
The etrap polyp trap subject of the reported event was discarded by the user facility and is not available for return. The device history record for the unit was reviewed and confirmed the unit was manufactured according to specifications. This is an isolated event. The instructions for use (IFU 731200) gives the user the following information "inspect the package and device for shipping or handling damage, i.e. Cracked clear vessel, bent, misshapen, or missing specimen retrieval strainer(s), cracked, torn, or missing connection tube. If damage is evident do not use these devices, save them for return, and contact your local product specialist." No additional issues have been reported.